Event description:
Patient presented with low output current and high impedance. It was noted that the patient has not had an increase in seizures and did not admit to any trauma or fall. The patient's settings were increased and she could not feel it like she normally can. The patient was referred for chest x-rays. X-rays have not been reviewed by the manufacturer to date. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The patients lead was replaced. The explanted lead was discarded per hospital policy. No other relevant information has been received to date.